Event description:
Called customer to review event. Clinician did an immediate implant placement on site #11 on (B)(6) 2019. Due to loss of integration the implant was removed on (B)(6) 2021. No grafting was use in site and no further impact on patient. No patient information was provided but all from same patient. Loss of integration.

Event description:
Called customer to review event. Clinician did an immediate implant placement on site #11 on (B)(6) 2019. Due to loss of integration the implant was removed on (B)(6) 2021. No grafting was use in site and no further impact on patient. No patient information was provided but all from same patient. Loss of integration.